Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored when firing on the cystic duct. There was no damage to cystic duct. Another device was used to complete the case with no patient consequence. The device was discarded. No additional information available.